Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having draining slowly alarms. The patient wears a cloth bandage on the abdomen where the catheter enters as instructed by the peritoneal dialysis registered nurse (pdrn). The patient wears a belt to keep the lines and end cap in place per nurse instruction. The patient discontinued treatment during drain 5 of 6 due to the large drain. A review of the patient's treatment records identified that the patient drained 3010 ml of 1403 ml during drain 5 of treatment. This drain volume is 215% the patient's prescribed fill volume of 1400 ml. The patient contact used both 1.5% and 2.5% dextrose bags. The patient contact reported that whenever they use the 2.5% bags, the patient usually drains more. The patient contact was assisted with changing the flow alert option to no. The patient contact was advised to continue using the cycler and to call in the future to report any further problems. The patient contact was also advised to mention to the peritoneal dialysis registered nurse (pdrn) that the flow alert has now been turned off and the notice draining slowly message will no longer appear. Upon follow up, the patient confirmed not experiencing any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete the peritoneal dialysis treatment using the cycler. The patient is continuing with pd therapy without issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.